Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed post-paced t-wave oversensing exhibited by the implantable cardioverter-defibrillator. Programming adjustments were discussed; however, no interventions were reported. Further information was requested but not received.